Event description:
The customer called to report that her blood glucose levels were high this morning and she was not getting any alarms. The customer also stated that she was hospitalized four times and went to the emergency room once because of low blood glucose levels. The customer mentioned that her buttons have not been working very well either. She stated that at one point, she fell on the floor and cracked her shoulder. The customer did not know if the insulin pump hit the floor because she passed out. The customer declined to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.